Event description:
The customer reported intermittent issues with the ECG/therapy paddle lead connection.

Manufacturer narrative:
The customer reported intermittent issues with the ECG/therapy paddle lead connection. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.